Event description:
Healthcare professional reported left side breast shape alteration, important induration, capsular contracture, baker grade IV, radial folds and accumulation of liquid posterior to the breast. Legal representative reported "patient became aware of the aforementioned headline" and "swelling". "Cysts", "pain" and "pre existing nodule" are not related to the device. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2016. Initial reporter phone number: (B)(6). Initial reporter address: (B)(6). Initial reporter email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain ¿ ndr: not applicable as the event is non device related. Cyst: unable to observe as it is a medical event that is not related to the device. Creases/folding of implant: crease flat is observed on the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Lump/nodule-ndr: not applicable as the event is non device related. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Edema: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow particles on the shell are observed. No further actions are required as the device was implanted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:crease folding of implant, seroma late , lump nodule, capsular contracture baker grade IV, anxiety product procedure, edema.